Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A known trauma was reported on (B)(6) 2016 and the hearing performance with this device is affected.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appears to match the damage found. This is a final report.

Event description:
A known trauma was reported on (B)(6) 2016 and the hearing performance with this device is affected. The patient was re-implanted.